Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an other (unusual customer issue) issue. It was reported that the pump was not functioning correctly. There was no additional information available. Customer support made several attempts to contact the reporter in follow up, however, the reporter did not respond. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.